Event description:
The 14 hole tibial polyax plate would not attach to the jig because the locking screw on the jig would not screw into the polyax hole. Another 14 hole plate was brought in and the same problem was observed. There was no suspected problem with the jig since it has been used several times without incident. Surgery was delayed one hour.